Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found in specification in relation to the reported pump turn off without input, which was not reproduced during evaluation. A review of the event history log identified pump turn off without input as improper shutdown messages. The 'improper shutdown!' Alarms in the log were likely a result of normal pump operation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input upon power up at the intensive care unit. There was no patient involvement. No additional information is available.